Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated on (B)(6) 2019, they experienced a seizure. Her father found her in the living room chair and called 911. Her cgm was reading 239 mg/dl but when the paramedics checked her bg the value was at the lowest their meter would read, indicating it was less than 20 mg/dl. They treated her with glucose via intravenous (IV) therapy and when she was conscious, they had her eat. They stayed with her until she was stable. She did not require transfer to the emergency room. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.